Event description:
It was reported by repair work order that the entire frame of the stair chair is bent. It was identified that the structural integrity has been compromised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the unit is not repairable.